Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose level was 3mmol/l. The customer stated that they had issues with air bubbles on the last 3 air bubbles used. The customer was advised to pull the reservoir back before attaching the vial. The customer got a new reservoir and pulled the plunger back all the way before pressuring vial and was allowed to fill naturally.